Manufacturer narrative:
Additional product codes: hwc, ktt complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an orthopaedic fixation procedure on her right leg and ankle on (B)(6) 2013. The patient reported that the bone healed however, she was in chronic pain and had experienced limited range of motion, and as a result, she had two (2) of the eight (8) pins (screws) removed from her ankle on (B)(6) 2013. No reported surgical delay or patient harm. In (B)(6) 2014, the patient resumed physical therapy, and felt better for about two-three months, however she began having the pain again, in a different place. She stated that she would experience sharp shooting pain going up the back of her leg. In 2016, patient stated that she began receiving treatment. On (B)(6) 2017, the patient had surgery to have the hardware from her ankle removed. No reported surgical delay or patient harm. This report addresses the first procedure on (B)(6) 2013. Related complaint (B)(4) addresses the second removal procedure on (B)(6) 2017. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that no new hardware was implanted during the procedure performed on (B)(6) 2013. Procedure was completed successfully. It was also reported that all remaining hardware were removed and patient was not revised to any other hardware on (B)(6) 2017. Reportedly, the procedure was completed successfully.